Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed during product evaluation. The root cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through mdq-(B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous service the battery and harness were replaced.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.